Manufacturer narrative:
Batch review performed on 13-dec-2022. Lot 2010251: (B)(4) items manufactured and released on 23-feb-2021. Expiration date: 2026-feb-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 5 months after the primary surgery, the patient came in reporting instability due to the aseptic loosening of the tibial tray. The surgeon revised the tibial tray and tibial insert and the surgery was completed successfully.